Event description:
Medical affairs has been unable to get in contact with the patient; therefore, sent a letter to obtain more clinical information. The patient mentioned that they replaced the battery and after replacing the battery, they powered the meter on and it was set to the incorrect unit of measurement. The patient's meter was previously set to the correct unit of measurement and the patient had not changed the unit of measurement through the meter settings. Therefore, there is an indication that the unit of measurement spontaneously changed from "mg/dl" to "mmol/l". The patient also mentioned spontaneously changed from "mg/dl" to "mmol/l". The patient also mentioned that the meter caused their blood glucose to "spin out of control"; however, there is no detailed information about the event.